Event description:
Additional information: it was reported that the pump was refilled on (B)(6) 2012. The pump had not "helped control patient's pain; patient couldn't get up in the morning for walks and lay in bed 24/7, the most she could walk was about 30 minutes". It was stated that the catheter was kinked before and a dye test was done. Patient was considering a pump explant if it did not control her pain. It was also added that a MRI was done before and stopped the pump, but "no one believed the patient". Drug delivered via the device was dilaudid.

Event description:
Patient experienced change in therapy effect, a return of symptoms. It was stated that the patient had an MRI for issues with her pancreas and since had an increase in her back pain that was present prior pump implant. Patient received oral dilaudid now because she was in the hospital until (B)(6) 2012. It was further added that patient had a kinked catheter in the past and was concerned that this could be happening again. It was indicated patient was informed from the hcp's office that the pump was read "it appears ok" but patient "questioned her knowledge" since she was reprimanded for calling the clinic instead of dealing with the nurse at the hospital. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).